Manufacturer narrative:
It was reported that after initial bilateral bunion surgeries on (B)(6) 2020 (right foot) and (B)(6) 2020 (left foot), all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. No devices were returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The other devices explanted in the same revision surgery were also tmc devices which were reported in mdrs 3011623994-2022-00050, 3011623994-2022-00051, 3011623994-2022-00052 and 3011623994-2022-00053. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. Based on the available information, there have been no deficiencies or failure alleged/found against any tmc device, nor were there any reported issues with the initial placement or healing of the surgical site. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after initial bilateral bunion surgeries on (B)(6) 2020 (right foot) and (B)(6) 2020 (left foot), all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site.